Event description:
During a pfa procedure, there was a procedural delay as the dws would not connect to the amplifier. The fiber optic cable and small form pluggable were replaced and the dws was rebooted 5 times, and the amplifier was changed with no resolution. The procedure was switched to a non-abbott system (opal) and the procedure was completed with no adverse consequences to the patient.